Event description:
A nurse reported that the system did not perform during a vitrectomy procedure. Surgery was completed after doing a system exchange. There was a delay or less than 15 minutes and no pt harm was reported.

Manufacturer narrative:
The company representative examined the system and found an obstructed vitrectomy connector. The company representative cleaned and lubricated the connector to address the issue. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).